Event description:
The patient reported receiving an e10 (cartridge error) message on his insulin infusion device. The patient was advised to change the insulin cartridge. He stated the device display shows the piston rod is returning but the piston rod is already at the bottom and is blocked while trying to rewind. The patient stated he would switch to alternative insulin therapy. On follow up, the patient said the infusion device is now working fine. He stated he noticed insulin inside the device cartridge chamber although he is not sure how it got there. He said he let the device dry out overnight, and now it is working properly. The patient was advised the device still needed to be replaced. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.